Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after an open breast reconstruction, upon closing incision suturing, there was an appearance of a hypersensitive skin reaction. The patient was under post surgical observation.